Event description:
On (B)(6) 2021, an eye care provider (ecp) reported a patient (pt) experienced red, irritated, and itchy eyes while wearing acuvue® oasys® brand contact lenses (cls). On 14jul2021, additional information was received from the prescribing ecp. The pt was seen on (B)(6) 2021 and the ecp advised the pt measured a very high prescription in the right eye (od). The ecp reported the od was 20/200 after attempting to refract. The ecp referred the pt to an ophthalmologist for od exam. No diagnosis was provided, and no treatment was given. The pt was provided with acuvue® oasys® trial cls for the left eye (os) and confirmed it was ok. The ecp instructed the pt not to wear a cl in the od until the pt was seen by an ophthalmologist. The pt reporting ¿feeling uncomfortable¿ on (B)(6) 2021 and started ¿playing around¿ with the cls. On (B)(6) 2021, the pt reported not being able to see and went to an urgent care clinic. The pt called the ecp on (B)(6) 2021 complaining of ¿os swelling and mild symptoms in od.¿ the pt visited an ophthalmologist (unspecified date) who advised there was an ¿impression from the lens on os.¿ the diagnosis was unknown. The pt reported experiencing pain, itching, and ¿couldn¿t see anything.¿ the pt is scheduled to see the ophthalmologist on 1(B)(6) 2021 for a follow-up (f/u). On 16jul2021, additional information was received from the pt and the pt¿s family member. The pt reported initially visiting the ecp due to needing a stronger prescription in the od. The pt inserted the trial lens into the os on (B)(6) 2021 while at the ecp office. The pt reported that a few minutes after inserting the lens, blurry vision was experienced. When the pt left the ecp office the vision was still blurry. On the same day, the pt reported ¿being confused¿ and inserted the os lens into the od as well. The pt reported experiencing pain in both eyes (ou). The pt confirmed the ou eye pain did not occur upon insertion of the cls, but later after leaving the ecp office. The pt ¿tried wearing lenses¿ on (B)(6) 2021, but the blurry vision became worse. The cls were removed mid-day and the pt wore eyeglasses. The pt reported the blurry vision increased on (B)(6) 2021, and the pt was unable to see with eyeglasses. On (B)(6) 2021, the pt went to an urgent care clinic due to eye pain ¿like glass,¿ tearing, and was unable to open the eyes. The pt advised that the urgent care doctor could not help, so the pt was referred to an ophthalmologist. The pt visited the ophthalmologist on (B)(6) 2021, who advised ¿it looked like a chemical reaction and looks like a footprint of the lens on the eye.¿ the pt was treated with a bandage cls ou and moxifloxacin qid ou for 7 days. The pt¿s family member reported the pt was given ¿numbing drops¿ in the eyes every 10-15 minutes for the pain. The pt had a f/u visit with a different ophthalmologist on (B)(6) 2021 who also advised there was a ¿footprint of a cl¿ ou. The pt returned for a f/u with the ophthalmologist again on (B)(6) 2021, the bandage cls were removed, and the pt was instructed to stop using the eye drops after the evening dose was completed that day. The pt reporting feeling better today. The pt has a f/u for the ¿bad vision¿ in the od in two weeks once the current ou problem is resolved. On 20jul2021, additional information was received from the prescribing ecp. The ecp initially provided lot numbers b00w6m7, l00388f, and b00sjs8. The ecp stated the lot numbers provided were from the trial kit, but it is unknown which lens and lot number was the suspect lens. On 26jul2021, the treating ophthalmologist office was contacted, but no additional information was provided. On 12aug2021, additional information was received from the pt¿s family member. The pt has a follow-up appointment on (B)(6) 2021. The pt is still experiencing blurry vision. No further information was received. Four opened lenses were received for evaluation. Lot numbers b00w6m7, l00388f, and b00sjs8 were reported but the pt was unable to determine which open lens was the suspect lens and which open lens received was related to the lot numbers provided. A visual inspection revealed a surface tear on lens 2. No visual attributes were observed on lens 1, lens 3, and lens 4. The opened lenses evaluated cannot be measured against lot number specifications. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00w6m7 was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l00388f was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00sjs8 was produced under normal conditions. This report is for the os event. A separate report will be filed for the od event. If any further relevant information is received, a supplemental report will be filed.